Event description:
It was reported that the minicap transfer set spontaneously disconnected from the titanium adapter. There was patient involvement, but there was no report of patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.